Event description:
It was reported that after the patient had radiation therapy the device had two power on resets (por) which cleared the diagnostics and changed the device settings. The por also removed a software update so that when the device was interrogated it showed a message that "eri (elective replacement indicator) is imminent". The software was reloaded and the device settings were reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the device was explanted and replaced.

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed power on reset (por) parameters and that device experienced a critical ram parity error por on 17 aug 2012 in location "1c 8c" and 21 aug 2012 in location "0e 78". Device should be able to recover from the event and continue normal function. Evidence of radiation therapy concomitant with events.